Manufacturer narrative:
Concomitant products: product ID 8591-38, lot # c37525, implanted: (B)(6) 2009, product type accessory; product ID 8709sc, lot # n194496003, implanted: (B)(6) 2009, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient had not had any pump issues prior to the pump stall on (B)(6) 2014. The patient also had increased spasms and pain related to the event. With the additional information received, it has been determined that the information previously reported in manufacturer's report # 3007566237-2014-03238 is the same event reported in this manufacturer's report: the following information was previously reported in manufacturer's report # 3007566237-2014-03238: [it was reported a motor stall occurred and was confirmed via telemetry. No motor stall recovery was noted in the pump logs. It was noted they were unsure if there was any emi or magnets, and the patient did not think there was any. The medication in the pump was unknown and the outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.] Any additional information received regarding this event will be reported in manufacturer's report # 3004209178-2014-09173.

Event description:
It was reported that on (B)(6) 2014 the pump logs showed that the pump motor stalled (B)(6) 2014; there was no recovery recorded. The hcp (healthcare provider) re-interrogated the pump, updated the pump, and rechecked the logs and there was still no recovery noted. There was no MRI or other emi. The patient started having symptoms of increased spasticity the day after the stall occurred. A pump replacement was planned for the next morning. The device system was delivering lioresal. It was later reported that the cause of the stall was unknown. The pump was replaced. The patient had improved with the new pump.